Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 3000 ohms, which caused a lead safety switch (lss). It was suspected that the sudden increase in pacing impedance was caused by a fracture. Upon in clinic examination, the lead was returned to bipolar mode and continue to exhibit a high out of range impedance as well as failure to capture with reproducible noise. The health care professional (hcp) opted to configure the lead to unipolar mode and discuss further evaluation with physician. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently explanted and replaced. It was also reported that this lead was not only fractured but also dislodged. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed stretched and deformed coils at approximately 290 millimeters from the terminal end. The helix was partially retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 290 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with lead entrapment in the clavicle/first-rib region. Analysis concluded that the clinical observations of high out of range impedance, loss of capture, and noisy signals were likely caused by the confirmed fracture. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 3000 ohms, which caused a lead safety switch (lss). It was suspected that the sudden increase in pacing impedance was caused by a fracture. Upon in clinic examination, the lead was returned to bipolar mode and continue to exhibit a high out of range impedance as well as failure to capture with reproducible noise. The health care professional (hcp) opted to configure the lead to unipolar mode and discuss further evaluation with physician. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently explanted and replaced. It was also reported that this lead was not only fractured but also dislodged. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 3000 ohms, which caused a lead safety switch (lss). It was suspected that the sudden increase in pacing impedance was caused by a fracture. Upon in clinic examination, the lead was returned to bipolar mode and continue to exhibit a high out of range impedance as well as failure to capture with reproducible noise. The health care professional (hcp) opted to configure the lead to unipolar mode and discuss further evaluation with physician. No adverse patient effects were reported. This rv lead remains in service.